Event description:
The manufacturer received information alleging an "internal battery not charging" alarm occurred while the device was in patient use. There was no allegation of harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's allegation was not duplicated, however an error indicating the device internal battery has been depleted was discovered in the event log. The technician recommended replacing the device's power management board to address the issue. No further investigation is required at this time. Additionally, a periodic maintenance 1 was performed. The trilogyo2 pm1 kit was replaced as regulated by maintenance procedure to prevent failure. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (14.2.05)